Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged safety shield with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder's safety feature was difficult to activate before use. The following information was provided by the initial reporter. The customer stated: the "IV cannula shield was defective / broken. This issue was seen when the wingset packaging was opened."